Event description:
It was reported that the patient presented for a follow-up check in-clinic. Upon interrogation, noise was noted on the right ventricular (rv) lead. The physician capped and replaced the right ventricular lead on (B)(6) 2022. The patient was stable.